Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with foreign matter such as crystals. There was no physical damage where foreign matter remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water nozzle was clogged with a crystal-like foreign material and the angulation was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had the angle reduced. The scope was an asset from olympus with no procedure or patient involvement. Inspection and testing of the returned device found the air/water nozzle was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.